Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a large air gap in the tubing. The customer's blood glucose level was 221 mg/dl. Reportedly, the customer primed the tubing to remove the air gap.